Event description:
It was reported that the vns patient was suspected to have developed an infection at her generator site. The patient was referred for surgery to explant her device. Review of manufacturing records confirmed sterilization for the generator prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Follow-up reported that the patient did not get her vns device explanted as there was found to be no infection. The patient was last seen in march and is doing some physical therapy.